Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 99 mg/dl at the time of incident. Customer stated that the insulin pump button was scrolling while trying to program a bolus. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing. Customer reported that the insulin pump was completely blank and unresponsive even after the battery was inserted. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No blank display, frozen screen or button error alarm noted. Unit time/clock moved. However, unit had unresponsive buttons due to flattened all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify bad battery alarm due to unresponsive button. No unexpected numbers ramping/scrolling during testing.